Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. It was noted that the pacemaker had not transmitted data via remote monitoring. Upon interrogation of the device it was revealed that the radio frequency (rf) telemetry was disabled. The device was reprogrammed. The patient would continue to be monitored. No patient consequences were reported.